Event description:
It was reported that the device was used during a lung biopsy wedge resection procedure. After the device was fired, the jaws would not release from the tissue. Two other devices were used to pry the jaws open and remove from the tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.